Manufacturer narrative:
Section g4, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - trivantage® and product ID: 8229707). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy surgery, there was no response from nim vital while using the etts. There was no waveform showed when attempting to stimulate the nerve. There was no muscle relaxant used. The procedure was completed with backup product(s). There is no patient injury.

Manufacturer narrative:
H3: product analysis found that, the device was returned in a large plastic sleeve (non-original packaging). The device components included an open pouch, packaging t ray, and the device. The pouch was open on three of the four sides upon receipt. A piece of clear adhesive tape was observed on the tube, and the ribbon was found to be creased. Electrically, the resistance from electrodes to pins shall measure 20 ohms; however, measured values were 35.8 ohms (red), 27.6 ohms (red with clear tube), 32.3 ohms (blue), and 25.4 ohms (blue with clear tube). Furthermore, the device was connected to a nim system, and the distal end of the flex circuit was submerged in saline solution for electrode check/noise testing. The electrode check passed immediately upon connection, and no excess noise or intermittent behavior was observed during functional testing. The complaint was not confirmed, no out of specification condition was observed. H6: the previously applied fdm b01 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.